Event description:
In 2008, the patient reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. He stated the cartridge of insulin spilled out, but most of it spilled outside of the cartridge chamber. During troubleshooting with a company representative, proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient was unable to remove the plunger from the piston rod and a courtesy removal tool was sent to the patient. The patient was assisted in switching to his backup infusion device. On follow up with the patient, he stated he was able to detach the plunger from the piston rod. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.